Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025. The patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, during the initial implantation surgery on (B)(6) 2024, it was reported that the surgeon re-inserted the electrode twice. After the re-insertion, the impedances were very uneven and two electrodes were short.

Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
Per the clinic, explant and reimplantation is planned but has not taken place at the time of this report.